Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were recorded. Reprogramming options and sensitivity adjustments on the ra were performed. No adverse patient effects were reported. This ra lead remains in service.